Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation by MFR: the returned device consisted of the rotapro. Inspection of the device identified that at 23.1cm distal from the strain relief, the sheath was torn. Blood was present within the sheath at the torn site. Majority of the coil from the handshake connection to the burr was found to be stretched. It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The nature of the torn sheath indicates a possible overtightening of a hemostasis valve. However, no evidence of use to a hemostasis valve was provided. The sheath and coil damage present would directly impact rotational output. The procedural matter (blood) present within the sheath indicates there was patient contact. It was considered likely that the reported events and the condition of the returned device occurred due to procedural factors which can include device interaction and device testing.

Event description:
It was reported that a failure to reach speed occur. A 1.50mm rotapro was selected for use. During preparation, the burr failed to reach the speed. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a sheath torn.